Manufacturer narrative:
The stent remains implanted in the patient. As the events occurred approximately 6 weeks, then a year after the index procedure, the delivery system was not requested for return. A review of the lot history record (lhr) indicated that there were no non-conformances observed for this lot and the lot conforms to its predetermined specifications and requirements. A risk assessment review indicates that ischemia and restenosis are captured as foreseeable events. A review of cobra pzf instructions for use (IFU) was conducted. Angina, ischemia, and restenosis, are listed in the IFU as known potential adverse events. Investigation is not yet complete. A follow-up reported with relevant additional information will be submitted.

Event description:
A (B)(6) male patient with medical history of coronary artery disease with percutaneous coronary intervention (pci) on (B)(6) 2015, nyha class ii to iii heart failure, diabetes mellitus type 2, hypertension, and dyslipidemia presented on (B)(6) 2017 with evidence of myocardial ischemia. The patient enrolled in cobra trial on (B)(6) 2017 and underwent pci with of cobra pzf (2.5x 18) stent implanted in the first diagonal artery. Timi flow was 3 after the procedure with less than 20% residual stenosis. Approximately six weeks after the procedure (B)(6) 2018), the patient presented with stable angina symptoms. The investigator believed the event was moderate in intensity, possibly related to the device and to the procedure. The patient was treated with medication and the event was not resolved yet. Approximately one year (B)(6) 2018) after the procedure, the patient was evaluated with dobutamine stress echocardiogram, which revealed inferior silent ischemia. Coronary angiography for further evaluation was performed (B)(6) 2018) and showed a very tight restenosis (70-90%) at the first diagonal branch; coronary had normal timi 3 flow. Also, the posterior descending artery showed very tight stenosis (70-90%), with highly calcified type b1 lesion. The patient was treated conservatively with medical management and send to a cardiac rehabilitation center. Additional information was requested.